Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the package was visually inspected. The carton had adhesive tape stickers on each end indicating that the product was accepted for (B)(4). The stickers had been cut through on each end of the carton. The primary package was confirmed to have been peeled open at one end of the package. Transfer of seal adhesive was present on the blister flange signifying that the package had been fully sealed at the packaging process and was peeled open at a later time. The rigid blister had some bends/creases in the material showing that the blister had been compressed and handled excessively. The body of the device was firmly snapped into the blister detents that hold it secure, but the cord was loosely contained and the tapes designated to hold it secure were open and not holding the cord. The ¿untidy¿ appearance of the device was confirmed. It is suspected that the package was partially peeled open during handling that occurred external to the packaging facility. Packages are 100% inspected at the packaging facility prior to placement in the cartons.

Event description:
It was reported that prior to an unknown procedure,the secondary packaging was sealed but the primary packaging was opened and part of the sealing area was detached. The device lost its sterility. Also, the product was loose inside the primary packaging, "untidy" and with loose internal tapes. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.